Event description:
Company received an allegation of a patient death where it was claimed that the pulse oximeter and two other monitoring devices made by other manufacturers did not alarm or function as intended when a tracheostomy tube became dislodged. No further information is available .